Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: heyde syndrome in moderate bioprosthetic aortic valve stenosis: a twist in the valve b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "heyde syndrome in moderate bioprosthetic aortic valve stenosis: a twist in the valve", was reviewed. The article presented a case study of a 91-year-old female patient with a history of heart failure with preserved ejection fraction of 67%, and aortic stenosis. On an unknown date a 19mm trifecta valve was chosen for aortic valve replacement. Postoperatively the patient presented with ventricular tachycardia. Subsequently a cardioverter-defibrillator was implanted, which was later upgraded to a biventricular cardioverter-defibrillator due to complete heart block and worsening dyspnea on exertion, hypertension, hyperlipidemia, and chronic normocytic anemia. On an unknown date the patient presented to the emergency room (ER) with dyspnea and chest "pressure". The differential diagnoses included angina, acute coronary syndrome, aortic stenosis, acute coronary syndrome, aortic stenosis, bioprosthetic valve dysfunction, hemolytic anemia, and lower gastrointestinal bleeding. Echocardiography revealed a left ventricular ejection fraction of 58% and a degenerative trifecta valve with moderate aortic valve stenosis. A colonoscopy demonstrated multiple medium-sized, localized angiodysplastic lesions in the cecum with stigmata of recent bleeding. Endoscopic ablation of angiodysplasias was performed to control active bleeding. The patient underwent transfusion with 1 unit of packed red blood cells. Antihypertensive medications were initially held because of bleeding concerns but was later resumed. The patient was discharged 3 days after admission, with the symptoms of shortness of breath and chest pressure resolved. [The primary and corresponding author was ahmad hussain, department of internal medicine, endeavor health/university of chicago (northshore), 2650 ridge avenue, evanston, illinois 60201, USA, with corresponding e-mail: hussain.ahmed.raza98@gmail.com.].